Manufacturer narrative:
The insulin pump passed displacement test, rewind, sleep current measurement and active current measurement. No power error alarms noted in the pump trace download. No unexpected low battery alerts or replace battery now alarms noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alerts due to connector resistance j6/pcb 1. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump error (variable ) alarmed during selftest due to open trace at u1 pin 6 on keypad overlay. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, severely damaged keypad overlay texture, cracked case next to belt clip rail corner. Cracked battery tube threads, stained serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 8.3 mmol/l at the time of the incident. Customer will return device for analysis.